Manufacturer narrative:
This report is being submitted for correction to b5 and g3. Additional information regarding the event which was not reported as part of initial medwatch report updated in b5. The correct aware date of the initial report (manufacturer report number: (B)(4)) is (B)(6) 2023.

Event description:
The customer also reported that there were problems with foot pedal.

Manufacturer narrative:
The device was not returned to olympus. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that they had difficulty pairing the soltive premium superpulsed laser system and footswitch. The issue occurred during an unknown procedure. The procedure was completed. There were no reports of patient or user harm associated with this event. This report captures the complaint on the laser system. Patient identifier (B)(6) captures complaint on the footswitch.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The probable cause of the footswitch unable to pair with the console could not be determined. The console was not returned to olympus, a physical evaluation could not be performed. Moreover, console device history review(s) (DHR(s)) were reviewed and there were no discernible scrap, nonconformance reports (ncrs), or recorded process deviations related to the user request. Per soltive laser system instructions for use (IFU): "the wireless footswitch included with the soltive laser system will arrive pre-paired with the laser system. Before use, insert batteries following the instructions in changing the wireless footswitch batteries on page 56. After inserting the batteries, please proceed to wireless pedal confirmation. Pair the wireless footswitch if wireless footswitch operation fails." Olympus will continue to monitor field performance for this device.